Event description:
It was reported that when using the bd pyxis¿ medbank tower, the pyxis machine was not integrating with the users electronic medical record. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had integration failure. A technical support specialist (tss) worked with the detroit team to have the hst (host interface) service restarted. Once that was done, messages started going through again as expected, and the hsce (health system clinical exchange) interface was updated to the latest version. The system functioned as intended after the technical support specialist troubleshot the device.